Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced symptoms of hypoglycemia and performed a fingerstick. The dexcom was reading 262 mg/dl, and the blood glucose reading was 43 mg/dl. The patient self-treated with a glucagon nasal spray (baqsimi), and lost consciousness after this. When the patient regained consciousness after an unknown time after this, the blood sugar level stabilized, and no further treatment was needed. No hospital was visited. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.